Event description:
Surgeon picked up bovie pencil and without pressing buttons, "cut on bovie machine is on." Replaced pad, pencil continued on in cut mode. Replaced bovie pencil, problem resolved. Pt was not affected, pencil not in contact with pt while on continuous cut mode.